Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user's report. The device was visually inspected and noted the following observations: issue was isolated to the video connector on the device, the patient board set was faulty. The device was serviced and returned to the user facility.

Event description:
It was reported that the scope did not display an image. No additional information has been provided.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. It is highly likely that no image of 180 endoscope only was caused by a synchronous circuit failure of the patient circuit board.